Manufacturer narrative:
Block h6 device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that an overstitch suture was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, during cinching the suture broke. The procedure was completed with a new suture. There was no patient complications reported as a result of this event. Note: this is the second of two overstitch sutures used in the same procedure.